Event description:
Customer reported that a bolus of normal saline was ordered for a pt. Nurse set this up as a secondary infusion and programmed it at 999ml/hr. When she went back into the room about 45 minutes later, she saw that the secondary bag was still full and that the pt received 900cc from the primary bag of d5w. This did have an impact on the pt since the pt was hyponatremic to begin with. Nurse rechecked everything - secondary clamp was opened, primary was hung lower. She detached the secondary and then reattached it to the primary, but it continued to pull from the primary. Sets were discarded and new tubing was hung. Nurse also reported that the primary bag should have been d5ns; d5w was hung by mistake, which contributed to hyponatremia. The pt was very ill and going into septic shock. No clinical impact from the bolus occurred. The blood pressure didn't go up and the physician ordered another 250cc ns bolus and albumin. Then pressors were ordered due to the pt's condition. Though requested no further pt or event info was available.

Manufacturer narrative:
.